Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose rose to 377 mg/dl while wearing the pod between 36 and 48 hours. It was reported that when the pod was removed from the infusion site (leg), the cannula was found to be bent. Reported symptoms include sore throat, abdominal pain and vomiting. The patient was treated with intravenous insulin and intravenous fluids. The patient¿s blood potassium was tested, the outcome of this test was not provided, the patient also had their blood acidity levels tested, it was reported that this was 11 (no unit of measurement provided). The patient was discharged the next day on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.